Manufacturer narrative:
--

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) and six inappropriate shocks while exercising. All of the therapy occurred in the ventricular tachycardia zone; therefore, therapy was exhausted. After trouble-shooting, it was discovered that the rhythm was stable and gradual but then afrt became true and therapy was delivered. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that with reprogramming the atrial fibrillation rate threshold (afrt) and turning off sustained rate duration (srd), the physician felt the reprogramming was adequate.